Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 years after the dental implant was placed, in ada site #4 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with insufficient bone quality/quantity and bruxism. The device will be forwarded to the manufacturer for investigation. Patient reported pain and bleeding at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 years after the dental implant was placed, in ada site #4 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with insufficient bone quality/quantity and bruxism. The device will be forwarded to the manufacturer for investigation. Patient reported pain and bleeding at time of event, no further complications were observed.